Event description:
Complainant alleged that the medics responded to a call for a pt, who was in an apneic and cyanotic condition. The electrodes were applied to the pt, and the medics attempted to analyze the pt's heart rhythm, but the device displayed a "check pads" error message. The medics again attempted to analyze the pt's heart rhythm, but the same message was displayed. The medic then obtained another zoll device, and with the same electrodes attached to the pt, the medics were successful in analyzing the pt's five ventricular fibrillation heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.